Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, he noted glistening on the lens and he believes this has contributed to visual acuity decrease. The lens was implanted in 2005. Posterior capsule opacification was first noted approximately five years after surgery. The surgeon reported that, upon the most recent examination, he found the whole lens, including the center of the optic, to be opacified. A yag laser was performed. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).